Event description:
It was reported that by provider the stability lock is unstable, back casters is raising from the ground when on a ramp and the end user alleged they feel like they are going to fall out of the chair. Provider has not seen the chair and alex in tech to check to see if the cylinder were out of adjustment, provider states will check when he sees the chair. Provider disconnected. The caller has no further information to provide.